Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: b5, g1 (contact person ¿ mfg site), h4.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) stopped running midway through. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: (4117/213). The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that there was no repair needed. This unit is not been maintained by a getting employee and the customer stated that the last maintenance was performed on (B)(6) 2021. The iabp was back in clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stopped running midway through. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.